Manufacturer narrative:
Date returned to mfg.: 4/9/2024. Device evaluation: one used decontaminated device sample was received for investigation. Per visual inspection, a crack was observed. The complaint was confirmed. The device sample has been sent to a secondary investigation site for root cause analysis. A device history record (DHR) review could not be performed as the lot number was unknown. No trend of confirmed customer complaints was identified in relation to this issue.

Event description:
Additional information was received via email informing that the product¿s part number is 101/860/080cz and the lot number is unknown.

Event description:
It was reported that the the patient had a trach in place. The patient had "a lot of mucus problems". Thw cannula was applied to the patient on (B)(6) 2024. It was discovered on (B)(6) 2024 that the "cannula wounded the patient". Specific information about the patient's injury was not communicated. The patient "previously had problems with mucus in the mouth, but the last few days a lot of mucus also in the trach. When I have to aspirate into the subglottis, I discover that there is a crack in the subglottis thread and because of this, only surrounding air is sucked in during aspiration. When we then carefully seal the crack with the glove, we get about 10-15 ml of tough mucus every hour. Presumably this has previously gone past the cuff and down into the lungs." There was patient involvement and and the patient was "wounded by the cannula".

Manufacturer narrative:
Lot number, full UDI, expiration date and manufacture date are unknown; no information has been provided to date.device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.